Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that needles have a white substance on them. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the description offered by the customer the epoxy applied to fix the needle to the plastic hub is added around the needle and it flows to the inner part of the plastic hub. So what the customer is reporting is the white epoxy applied to the product. A device history record review was completed for provided material number 305180, lot number 0274610. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle 18x1-1/2 blunt fill contained foreign matter. The following information was provided by the initial reporter: had a report of a white substance looked like a circle (dot), that was half way down the needle. It looked like maybe glue. I don't have the product because it was disposed of and so was the box it came out of. Ref # of the needle that had the circle of white substance on it ref# 305195. I went to different departments and looked at some of their bd precisionglide needles. They look to have a white substance like under the colored cap. I believe this might be glue to hold the cap on. I would like to send a few of these into you so that you could tell me what is under the colored cap and what it is.